Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (resets) was confirmed. Upon investigation, the charger was resetting due to internally shorted q201 was being internally shorted. The root cause of the shorted q201 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.